Event description:
New information notes the device was returned at sjm (B)(4) 2012.

Event description:
It was reported that the patient heard a popping sound and saw smoke and a spark come from the transmitter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(6). (B)(4). Smoke, spark.

Manufacturer narrative:
Analysis was normal